Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain. Update rec'd 11/4/2013 pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update 12/15/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported the implant loose, out of place, there was swelling and difficulty walking and standing. Medical records reported radiolucencies suggesting of chronic loosening of femoral component and the hip had stiffness and was locking-up on patient. Revision surgical report noted the femoral component was grossly loose and easily removed. Stem added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain. Update rec¿d 11/4/2013 ¿ pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(6) 2013. Update 12/15/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported the implant loose, out of place, there was swelling and difficulty walking and standing. Medical records reported radiolucencies suggesting of chronic loosening of femoral component and the hip had stiffness and was locking-up on patient. Revision surgical report noted the femoral component was grossly loose and easily removed. Doi: (B)(6) 2006. Dor: none reported. (Left hip). The complaint was updated on: (B)(6) 2016. Update ad (B)(6) 2018: com-(B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Pinnacle ppf has no new allegation. Added law firm, surgeon, and account name. Doi: (B)(6) 2006. Dor: (B)(6) 2013. (Left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot : null. Device history batch : null. Device history review : null.